Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(4) it was reported the initial procedure was performed on (B)(6) 2025 to treat a moderately calcified proximal left tibioperoneal trunk artery. A 3.75x38mm esprit btk scaffold was implanted without issue. On (B)(6) 2026 it was noted the esprit scaffold had occluded. The patient was being scheduled for index lesion revascularization. No additional information was provided.